Manufacturer narrative:
Additional information about the emergency room visit has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was visited the emergency room due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose was 444 mg/dl at the time he entered the emergency room and his blood glucose was risen to over 600 mg/dl by the time the emergency room staff had checked his blood glucose upon treating him in the emergency room.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 440 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer put in 60 carbs in the bolus. Customer experienced symptoms related to high blood glucose level such as nausea and difficulty in breathing. It is unknown whether the customer was using the auto-mode feature. The insulin pump will not be returned for analysis.